Event description:
The IV heparin (weight based) infusion from new bag started. There was no change in the tubing. The pump programmed utilized steps and protocol for entering information. A new bag was started using weight based heparin protocol. The rate of infusion was 11.4 ml/hr. Two hours after start of infusion, the bag was found almost empty. The total volume for the bag was 250 cc/hour. The IV infusion stopped. The partial thromboplastin (ptt)lab results were elevated, which required ongoing monitoring. The total volume for the bag was 250cc.

Event description:
The IV heparin (weight based) infusion from new bag started. There was no change in the tubing. The pump programmed utilized steps and protocol for entering information. The rate was 22 cc/hour. The total volume for the bag was 250 cc/hour. Hours later the bag was observed as almost empty. The IV infusion stopped. The partial thromboplastin (ptt)lab results were elevated, which required ongoing monitoring.